Event description:
It was reported that during a tvt procedure the tape was pulled off the needle while it was being inserted. The tape was removed and a new device was utilized. The procedure was completed successfully with no consequences.